Event description:
Occlusion [vascular occlusion]. Rha2 to the right mid face and right tear trough [off label use]. United states report received from a nurse on (B)(6) 2022. A nurse who was also the injector reported that a female caucasian patient of an unknown age had received rha2 product for unknown indication, (B)(6) 2022. An unknown volume of rha2 injection was applied to the right mid cheek, right tear (as mentioned unknown site) using an unknown injection technique. The needle was used from the box and cannula was used for the administration of the rha2 product. No previous cosmetic procedures were done. Concomitant medications, and food supplements were not provided. The patient had a history of facial fillers (unknown products). On (B)(6) 2022, before the procedure was over and before the left side of the face injected, the patient experienced an "occlusion" under the right eye on side of nose (as mentioned blanching). As a treatment, 20 vials of hylenex was used further described as "flooded the face" to dissolve the products. Also, the patient took an unknown amount of aspirin. On the same date, it was reported that, the patient had a visit with medical doctor (facial plastic) at a different facility to have a second look also to make sure the occlusion was cleared. At the time of this report, no other fillers were used. On (B)(6) 2022, the outcome of the event was recovered. It was unknown if the product was available for return. The intensity of the event was not reported. (B)(4). No additional information was available at the time of this report. The patient was cross linked with case (B)(4). Case comment: a causal relationship between the rha2 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. Note should be made that two rha products were reportedly injectioned in the same session on the same patient, but it had not been clearly reported which rha product was injected to the reported occluded site of face. Therefore, two cases were reported for the same event on the same patient. The company will continue monitoring the benefit-risk profile for the product.